Event description:
It was reported by a pt¿s husband that his wife developed a corneal infection and alleges that this is due to contamination of the product. Add¿l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual device was not returned for analysis. The device history and sterilization records have been reviewed by mfg and found to be in compliance. The root cause could not be determined. (B)(4).